Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 454 mg/dl after treating for the low. The customer received emergency medical assistance for the high. The customer used food to treat the low and was given manual injections to treat the high. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated a representative gave them an incorrect bolus. The customer was on their first day of pump use after training. The insulin pump will not be returned for analysis.